Event description:
Reportedly, a home patient was diagnosed with peritonitis following an unknown alarm situation while performing their automated peritoneal dialysis therapy on a homechoice machine. Per the home patient's nurse, the home patient came to the hospital presenting with abdominal pain. Reportedly the home patient was hospitalized for four days and treatment included vancomycin ip (dosage unknown), and 2 courses of gentamycin IV (dosage unknown). Reportedly, the home patient has recovered from the infection.